Manufacturer narrative:
Based on the information provided, this is a patient with a very complex medical/surgical history. The information provided makes no mention of visualization or manipulation of the bard flat mesh post implant. Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided included multiple non-davol device implant procedures and multiple medical intervention office visits. The patient's legal claim alleges the patient underwent implant of the bard flat mesh on (B)(6) 2004, there were no medical records provided for this procedure. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent sacrocolpopexy with implant of a davol flat mesh and implant of a non-bard davol suburethral sling. No operative details were provided for this procedure. On (B)(6) 2008 - the patient was diagnosed with cystocele, rectocele, stress urinary incontinence and vaginal vault prolapse. The patient underwent cystocele/rectocele repair with non-davol mesh, implant of a non-davol transobturator suburethral sling, bilateral sacral spinous ligament fixation and cystoscopy. The op report did not mention any involvement or visualization of previous mesh. On (B)(6) 2008 - the patient presented to the ER and was diagnosed with a urinary tract infection and was treated. On (B)(6) 2008 - the patient had an md office visit with complaints of "bleeding like a light period, burning pain started again." Per md exam notes, patient had "good support" and the old blood "probably from suture dissolving." On (B)(6) 2008 - the patient was diagnosed with unspecified mesh erosion and recurrent stress urinary incontinence. The patient underwent excision of a suture/ knot and injection of "tegress." Per the operative findings "no mesh erosion was found; as it was a suture sinus from the right most lateral prolene stitch. This was identified, excised and then over sewn." On (B)(6) 2008 - the patient had md office visits with complaints of burning, itching, leakage, bloating, bleeding, pain in her vagina and bowels. Upon exam the vagina and rectum were well supported. Per surgeons assessment, the pain was most likely post-op pain. The md ordered CT of abdomen/pelvis to rule out abscess and referred to general surgery for gallbladder issues. Ni/ni/2015 - the patient had an md office visit during the exam the patient stated that while at work trying to help move patient felt intense pain that developed in the lateral aspects of her back and abd radiating down to her pelvis and to her vagina and rectal area. She states that in the vaginal area she "feels a sharpness almost like a burning like something is on fire." Patient reported pelvic/back pain, numbness down deep in her pelvis behind the pubic bones on both sides almost emanating towards the inguinal region immediately after the accident. Per md notes, cystocele was noted, patient had extreme pain with palpation along the vulva and internal vaginal area. No discharge, irritation or signs of infection noted. Per md assessment "this is most likely the distal area in the bilat obturator fossa where the mesh (non-davol) was anchored in 2008 has torn loose." Doctor ordered MRI of lumbar spine. On (B)(6) 2015 - patient had an md office visit to review previous MRI results. Per md exam notes, "multiple areas showing small amounts of disc herniation with possible impingement of the lumbar v roots." Doctor indicated he felt that her recurrent cystocele is a result of her work injury but does not think it explains all her pain. Patient referred to a rehab specializing in injuries of neck and spine. On (B)(6) 2015 - the patient was diagnosed with vaginal vault prolapse, cystocele, rectocele, stress urinary incontinence, severe abdominal and pelvic adhesions. The patient underwent laparoscopic lysis of adhesions, conversion of laparoscopy to laparotomy, abdominal sacrocolpopexy with implant of a non-bard davol mesh, implant of a non-bard davol transobturator suburethral sling, rectocele repair, cystoscopy and suprapubic catheter placement. Op details provided did not mention any visualization or involvement of mesh. On (B)(6) 2016 - the patient had an md office visit with indication that she completely healed/recovered from her workplace injury and was compliant with all rehabilitation. The patient doctor discussed patient was unable to return to work as the magnitude of her injury was too great. Patient was referred to see gi due to ongoing fecal incontinence for a colonoscopy to rule out colitis.